Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Loose total knee (femur). Patient consequence? :yes. Patient consequence description: painful knee. Action taken for procedure: revision knee. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.